Event description:
In 2002, the implant center reported that the device was not functioning properly. The next month, a company rep visited the center to assist with device eval. Testing conducted at that time confirmed that device was not functional. Revision surgery was scheduled.